Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The damaged pole clamp rubber was identified during servicing. The cause of the condition was unknown. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have damaged pole clamp rubber. There was no patient involvement. No additional information is available.